Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement, and technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This lead remains in service.